Event description:
It was reported that the devices were used during an unknown procedure. The devices were ejecting clips when fired. Another device was used to complete the case. There was no consequence to the pt.